Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has not received adequate pain relief from stimulation since being implanted. The pt will meet with her doctor to discuss undergoing surgical intervention.